Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Post-paced t-wave oversensing on the ventricular lead was observed via a stored egm. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that post-paced t-wave oversensing continued to be seen on the right ventricular channel. Further programming changes were recommended and the device remains implanted.

Event description:
New information received notes that a merlin.net transmission showed a further episode of non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were recommended. No further information is available.